Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instruction for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported single device leaflet attachment (slda) appears to be due to challenging patient anatomy and poor visualization (procedural circumstances). Furthermore, the reported patient effect of tr was due to the slda. The reported patient effect of recurrent tricuspid regurgitation (tr) as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the clip detached from one leaflet and the patient required further hospitalization. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3-4. Visibility was difficult due to shadows. After deployment, it was noted the clip detached from the septal leaflet (single leaflet device attachment (slda)). The tr remained the same at 3-4 and no treatment was planned. There was no clinically significant delay in the procedure however the patient required further hospitalization. No additional information was provided.